Event description:
It was reported the patient's blood glucose levels (bg) rose to 410 mg/dl while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient reported having pancreatic cancer and is currently receiving chemotherapy status post pancreatectomy. Treatment for reported issue is unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.